Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The reason for the patient¿s reported pain, stiffness, and weakness cannot be determined from the information provided but may be related to the patient¿s underlying condition and activity. The prosthesis wear alleged cannot be confirmed as the devices remain implanted and no clinical information was available at the time of evaluation. Additionally, the reported tibial insert is not involved in the packaging recall.

Manufacturer narrative:
The reason for the patient¿s reported pain, stiffness, and weakness cannot be determined from the information provided but may be related to the patient¿s underlying condition and activity. The prosthesis wear alleged cannot be confirmed as the devices remain implanted and no clinical information was available at the time of evaluation. Additionally, the reported tibial insert is not involved in the packaging recall. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
H6: corrected health effect - impact code. The reason for the patient¿s reported pain, stiffness, and weakness cannot be determined from the information provided but may be related to the patient¿s underlying condition and activity. The prosthesis wear alleged in incident cannot be confirmed as the devices remain implanted and no clinical information was available at the time of evaluation. Additionally, the reported tibial insert is not involved in the packaging recall.

Manufacturer narrative:
H10. D10. Concomitants - product information: 6524032 02-012-64-1812 - tru fluted stm ext 18mm x120mm blast; 6675526 02-010-06-0340 - tru cc femoral size 4 right; 7042642 208-05-04 - cc distal fem augment sz 4, 5mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2022, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.